Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch assembly was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to feathering technique used in these switches in the footswitch assembly. These switches are highly susceptible to having longer actuation time when the feathering technique is performed, resulting in reported issue. An internal investigation is open for this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the laser fired intermittently. Additional information has been received stating the photocoagulation procedure was completed with no harm to patient.